Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), product type: catheter.

Event description:
Information was received from a consumer regarding a patient who received an unknown drug in an implantable pump for non-malignant pain and failed back surgery syndrome. The patient developed a granuloma and the pump stopped working. The pump had since been removed. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.